Event description:
Ambulatory oncology dept rn preparing to spike chemotherapy medication. The latex free infusion set fell apart in their hands, just below the 1st injection port below the filter. A new tubing was used to spike the bag. No injury to the pt. Defect observed prior to use on the pt.